Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, e2, e3, g2 (unmark user facility) and h6 (component code 3123 - tip has been corrected to 3194 - adhesive). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that both the events occurred due to physical stress such as hitting/dropping or chemical stress applied to the distal end. The stress caused the glue of distal end to peel off, thereby moisture entered the device. The foreign material adhered to the forceps elevator could not be identified. Since the foreign material adhered to the location other than outer surface of the device, the user could not remove the foreign material by reprocessing. However, a root cause could not be identified. The event can be prevented by following the instructions for use: warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during device evaluation. The duodenovideoscope had a gap between the server plug in and the distal end. And there was foreign material attached to the forceps elevator and elevator. There were no reports of patient harm.